Manufacturer narrative:
The rumi tip was not returned to coopersurgical for eval. A query of our complaint database did not reveal any type of trend regarding the rumi tip breaking through the handle. In addition, there has been no other complaints filed against lot # 87610. Should the rumi tip be returned to coopersurgical at a later date, we will provide a device evaluation f/u to FDA. (B)(4).

Event description:
During the procedure, the rumi tip broke through the rumi handle. The metal piece became exposed and punctured the vaginal wall.